Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, and clamp function testing were performed on the device with no issues noted. The device was run on a lab homechoice (hc) machine with no issues noted. The reported problem could not be confirmed and the cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This occurred during the first dwell cycle of peritoneal dialysis (pd) therapy. The patient stated that the supply bag was almost empty and that solution had leaked onto the floor. The patient could not find the source of the leak. The patient completed therapy with manual supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.